Event description:
The physician was using a mo.ma ultra us cerebral protection device to treat a lesion in the proximal left common carotid artery. The lesion exhibited 99% stenosis, little tortuosity and little calcification. Artery diameter: 8 mm x 40 mm. The device was inspected and prepped prior to use with no issues noted. No difficulty/friction noted when loading the mo.ma onto guidewire. No resistance noted between the mo.ma and other devices during delivery of the device to lesion. After an initial successful inflation of the device, the device was deflated and repositioned. During the second inflation without the use of the t-safety valve, the eca and cca balloons inflated with no problem and inflation to the balloon was controlled and visualized angiographically. Stump pressure was seen for approximately 3-4 minutes. It was then noted that the pressure had returned to normal (no stump) and the cca balloon was deflated. A pre-dilation balloon was advanced into the mo.ma and to lesion; attempts to re inflate were unsuccessful. The mo.ma remained in the patient but a spider filter wire was put up for distal protection since the mo.ma was no longer functional. No patient complications. Evaluation summary traces of blood were detected on the working channel and radio opaque solution into the inflation lines. The balloons were inflated using a syringe filled by water. No abnormalities were detected on the distal balloon, inflated at 6 mm for 30 minutes. Proximal balloon inflation was not possible because a leakage was detected on the surface. Using a microscope a pinhole was clearly detected on the balloon surface. No other abnormalities detected on the device.

Manufacturer narrative:
Evaluation, results: failure to follow instructions- instructions for use advises to use the t-safety valve during inflation; patient¿s condition affected effectiveness of device-99% stenosis; related to operational context- no issue noted during preparation or first inflation at the lesion, event most likely procedural related; deformation problem. Evaluation, conclusion: failure to follow instructions-instructions for use advises to use the t-safety valve during inflation; device failure related to patient condition -99% stenosis; operational context caused or contributed to the event -no issue noted during preparation or first inflation at the lesion, event most likely procedural related. (B)(4).